Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that during surgery, the "olive" inside dwj515 dislodged while surgeon was screwing one of the baseplate screws in. He tried to re-insert the olive into baseplate; however that did not work. He finally just screwed the screw by itself into the baseplate. The surgery time was extended by about 15 minutes requiring additional anesthesia to keep the patient stable.